Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and not communicating. A technical support specialist found in the logs that the medstation¿ restarted. After the reboot, the station was able to upload and download data to the app server. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode and was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.